Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pcu device displayed system error code 800.8000 in (B)(6) 2020, (B)(6) 2019, (B)(6) 2019, and (B)(6) 2018, even after re-flashing. The logic board was defective, and was replaced. There was no patient involvement.